Event description:
It was reported that a revision surgery was completed to remove a secure c implant post operatively. This event occurred in (B)(6).

Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue.

Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue. The following sections have been updated: a2;a3;a5;a6;b3;b4;d1;d2;d4;d6a;g6;h2;h3;h6;h10.

Event description:
It was reported that a revision surgery was completed to remove a secure cr implant post operatively. This event occurred in sweden.

Manufacturer narrative:
The device was returned for evaluation. Initial observations shows that the bearing surface was in good condition on both the superior and inferior endplates. The anterior portion of the endplates was deformed. This deformation is consistent with removal by general surgical instruments. There was significant bony on-growth between the keels and on the titanium plasma spray (tps) coating. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was completed to remove a secure cr implant post operatively. This event occurred in sweden.